Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip of inserter was fractured during inserting the anchor and inserter into the patient's burr hole. The surgeon checked inside of patient's body with an x-ray, but the fractured piece of inserter was not found inside of patient's body.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
The reported event was confirmed by visual examination of the returned product, which showed minimal signs of use. One prong of the inserter tip had fractured off and was not returned with the rest of the device. The sutures and anchor were still attached to the luer lock but not the inserter tip as it had fractured. No other damage to the device was noted. Review of the device history records identified no deviations or anomalies during the manufacturing process that would be related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.